Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 29-millimeter (mm) transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) occurred due to patient anatomy. The large native annulus required a post-implant balloon aortic valvuloplasty (bav) with a 23 mm balloon. Following the bav, no improvement in the pvl was noted. A second 29mm transcatheter bioprosthetic valve was implanted valve-in-valve and resolved the pvl. No additional adverse patient effects were reported.